Manufacturer narrative:
The light cable was evaluated. It has a manufacture date of 2004 and has been in use for approximately 8 years. The cable shows signs of considerable wear and has been serviced by a third party. The collar on the scope connection end has numerous nicks and sections of the grooves on the surface are partially flattened. The collar has excessive play; it's affixed with what appears to be a snap ring instead of an original slotted nut. The strain reliefs are not original to the cable. The 495g adaptor was evaluated with the cable. The threads were found to be worn causing a loose connection between the light cable and adaptor.

Event description:
(B)(4).